Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The filter has been returned for evaluation. The event investigation is currently underway. This event involves two devices implanted in the same patient. The event involving the alleged failure to open, malposition and detached filter limb is manufacturer report no 2020394-2010-0076.

Event description:
It was reported that two limbs detached from two filters. Reportedly, during the implant procedure, one filter did not open. As a result, a second filter was deployed. During the scheduled filter retrieval, both filters appeared to be fully open, but both were tilted. Also, two fractured limbs were identified on pre-removal imaging. The filters overlapped; therefore, it was not apparent that both filters were fractured until one was removed. The filters were removed without difficulty. One filter was missing an arm and the other filter was missing a leg. The physician attempted to remove the detached limbs from the ivc but was unsuccessful. There was no report of injury to the asymptomatic patient.

Manufacturer narrative:
One g2 filter was returned for evaluation. Visual/microscopic inspection(s) six legs/feet were attached to the apex; two legs were permanently deformed and not in the original shape; 5 arms were present and attached; however, one arm was broken at the apex of the filter. The broken arm was not returned with the sample. The section of the broken arm still attached to the apex measured approximately 2mm in length. Upon further examination of the filter limbs, it was noted that a filter foot was broken and not returned with the sample. The tapered section of the foot still attached to the leg measured approximately 1mm in length, the missing broken section of the foot likely measures approximately 2mm in length. Confirmation received from the physician indicated that the filter foot was absent upon explant, however, it could not be located on fluoroscopic exam. Dimensional evaluation(s). The filter was heated but did not take shape completely. Two of the legs were slightly bent in the same direction and did not recover when heat was applied. This may indicate that excessive force caused permanent deformation on the limbs. This was most likely caused during the filter retrieval; however, it cannot be confirmed. All dimensional measurements made were found within specification. Conclusion: only the filter was returned. Images have not been provided. The complaint investigation is confirmed for limb detachment, one broken arm and one broken foot. The definitive root cause is unknown. The complaint investigation is inconclusive for filter failing to open and filter tilt as images were not provided. The definitive root cause is unknown. The current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: movement, migration or tilt of the filter are known complications of vena cava filters. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Filter tilt, filter malposition, failure of filter expansion/incomplete expansion. Precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter.

Manufacturer narrative:
Medical records were received and reviewed. The filter was implanted in (B)(6) 2007. At that time, the filter did not deploy and a second filter was placed above it fluoroscopic examination of the filter on (B)(6) 2009 showed a detached filter arm locally trapped within the filters. A year later on (B)(6) 2010, fluoroscopy showed an additional detached leg, also trapped within the filters. On (B)(6) 2010, both filters were noted to be "significantly tilted" to the left, with the apices embedded in the left lateral caval wall. Both filters were removed with difficulty. The two detached filter limbs were outside of the ivc lumen and could not be retrieved percutaneously. The operative report states the remaining filter limbs "present a very low risk for distal embolization and are not likely to be of clinical consequence". This event involves the same patient as manufacturer report #2020394-2010-00276.

Manufacturer narrative:
Medical records were received and reviewed. The filter was implanted on (B)(6) 2009. Based on review of the medical records received: the patient with an inferior vena cava (ivc) filter as part of the ivc filter study was scheduled for fluoroscopy of the filters. Two filters were in place. The proximal filter had 12 intact filter limbs and was normally placed. The distal filter had 6 arms and 6 legs visualized with one detached arm and locally trapped within the proximal filter.

Event description:
It was reported that two limbs detached from two filters. Reportedly, during the implant procedure, one filter did not open. As a result, a second filter was deployed. During the scheduled filter retrieval, both filters appeared to be fully open, but both were tilted. Also, two fractured limbs were identified on pre-removal imaging. The filters overlapped; therefore, it was not apparent that both filters were fractured until one was removed. The filters were removed without difficulty. One filter was missing an arm and the other filter was missing a leg. The physician attempted to remove the detached limbs from the ivc but was unsuccessful. There was no report of injury to the asymptomatic patient. Additional information from medical records: the filter was implanted in (B)(6) 2007. At that time, the filter did not deploy and a second filter was placed above it. Fluoroscopic examination of the filter two. Six months later showed a detached filter arm locally trapped within the filters. A year after that, fluoroscopy showed an additional detached leg, also trapped within the filters. On (B)(6) 2010, both filters were noted to be ¿significantly tilted¿ to the left, with the apices embedded in the left lateral caval wall. Both filters were removed with difficulty. The two detached filter limbs were outside of the ivc lumen and could not be retrieved percutaneously. The operative report states the remaining filter limbs "present a very low risk for distal embolization and are not likely to be of clinical consequence".